Event description:
The international distributor reported they had performed an upgrade per a manufacturer recall notice. The distributor informed the manufacturer that when the snubber pcb was removed from the power supply, it was noted to have evidence overheating. The service engineer replaced the snubber pcb as directed in the recall notice to correct the finding. Followup testing noted the unit would not power on after replacement of the snubber pcb. The service engineer replaced the power supply to correct the problem.

Manufacturer narrative:
Na